Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Interference and noise were found to be present.

Event description:
It was reported that the right ventricular lead had noise in both bipolar and unipolar configurations. The noise was not reproducible with isometrics or pocket manipulation. It was also reported that thresholds varied when the patient was sitting up compared to when they were lying down on their left side. It was further reported that the ventricular capture management showed high thresholds; however, the thresholds measured in the clinic were around one volt. Per the physician, the lead will be monitored. Both the device and lead are still in use. No patient complications have been reported as a result of this event.